Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was rec'd that the pt is experiencing discomfort at the pocket site. The physician relocated the pt's pocket site. The pt's ipg was also replaced as its functionality couldn't be tested intra operatively. The pt is doing well following the revision.